Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depletes from 30% to 1% very quickly. Reportedly, the pump shut off due to the battery depletion. The customer's blood glucose level was 225 (mg/dl). Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.